Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that the patient thought her battery was getting old and not taking a charge very well. Patient stated the neurostimulator (ins) was not holding a charge any longer and was setting up to get this ins replaced. Patient stated it has not been this long since the issue started; maybe a month. No symptoms reported. No further complications were reported/anticipated.